Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced occasional dizziness prior to the first follow up visit post implant. This right ventricular (rv) lead exhibited high threshold measurements and review of the trended data showed a significant change in the measurements occurred over the past few days. X-ray identified the lead had lost slack and was pulled taught. The physician planned to perform a revision procedure in the near future to reposition and secure the lead with additional sutures. A revision procedure was subsequently performed, and the lead was successfully repositioned. No additional adverse patient effects were reported.